Manufacturer narrative:
The reason for this revision surgery was worsening pain and dysfunction of the shoulder. The length of in vivo service was 1 year. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main contributor component listed in the complaint. A review of the product complaint report history showed there have been 12 prior complaints reported against this part number; summary of investigations: 3 for dislocation, 3 for loosening, 2 for trauma and others not associated with product issues. This is the first complaint against this lot number. This root cause of this event and revision surgery is a patient fall. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - the patient had fell and sustained an injury 2 months ago. She had worsening pain and dysfunction of the shoulder. The representative had originally reported the incorrect part numbers. The representative verified the correct parts with the descriptions that were removed.